Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Based on historical data, the reported event may be related to improper opening of the polyfoil pouch. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. See MDR report no. 3013394970-2018-00464 for the first device reported in this event that was used on the same patient.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip on the angio-seal device when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The bypass tube was left in the pouch. The device was not used and another angio-seal device was unpacked, but the same incident was found, the bypass tube was already detached. A third angio-seal device was then used to continue hemostasis. Subsequently, hemostasis was successfully achieved by the third device. The procedure before deploying the device was pci (percutaneous coronary intervention). The size of the sheath ancillary used was 6 fr. There was no blood loss. There was no health damage to the patient. There was no other equipment or other devices used with the angio-seal device.